Event description:
It was reported that during a service visit and testing of the cs300 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the fse found that the battery voltage and battery current were "0" volts and "0" amps when plugged in and when unplugged it read "invalid." The fse further discovered that the power supply showed no signs of any problems externally; however, the battery volts and currents reads showed as "invalid" in service mode. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
The field service engineer (fse) who encountered the issue replaced the power supply, and then verified that the battery voltage and battery current were registered on the display. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a service visit and testing of the cs300 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the fse found that the battery voltage and battery current were "0" volts and "0" amps when plugged in and when unplugged it read "invalid." The fse further discovered that the power supply showed no signs of any problems externally, however, the battery volts and currents reads showed as "invalid" in service mode. There was no patient involvement, and no adverse event reported.